Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 6.3 mmol versus 4.7 mmol meter to lab. Tests were done within 10 minutes with a difference of 1.6 mmol. Patient did not experience any adverse events. No further information has been reported.